Event description:
The device was used during a laparoscopic blebectomy, the clip could not be pushed to the jaw and the fired clips weren't formed as properly. Changed to another one to complete the case. There were no adverse consequences to the pt.